Event description:
It was reported, the start/stop button did not work to stop the generator from providing power to the catheter during an ablation. Ablation was started by pressing the button but could not be stopped after the desired 5 second interval. The delivery was stopped by turning the generator off manually. After ablation had ended, it was noted, the patient had a prolonged pr interval that resolved a few minutes later. The physician continued the procedure using the foot pedal to control the generator instead of the start/stop button. There were no consequences to the patient.

Manufacturer narrative:
Functional testing confirmed the generator powered on with a normal display. An ablation simulation test was performed using a tc, cool path and th catheter. During the test the front panel stop/start button was used and no problems were observed. The cause for the inability to stop rf delivery from the generator using the stop/start button remains unknown. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.